Event description:
Report rec'd by dist from facility that while transferring a resident from chair to bed using an uno 102ee pt lift, that the lift got caught on something, perhaps the leg of a bed and tipped. Resident was gently lowered to the floor by caregivers, no injuries to pt or caregiver occurred.